Event description:
A patient was implanted with a prodisc l device at l5-s1 on (B)(6) 2024. At a follow up appointment it was suspected that the implant was subsided. Additional imaging was requested to better visualize the device. A CT scan was completed it was confirmed that there was a fractured l5 endplate and some subsidence of the implant there. The patient is currently asymptomatic and happy with the implant. The surgeon will follow the patient with additional radiographs every 3-6 months.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l device at l5-s1 on (B)(6) 2024. At a follow up appointment it was suspected that the implant was subsided. Additional imaging was requested to better visualize the device. A CT scan was completed it was confirmed that there was a fractured l5 endplate and some subsidence of the implant there. The patient is currently asymptomatic and happy with the implant. The surgeon will follow the patient with additional radiographs every 3-6 months. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The devices remains implanted within the patient; therefore, no device evaluation could be completed. Imaging that showed the subsidence was not provided. The subsidence and endplate fracture were confirmed but a reason for the occurrence is unknown. The submission is 1 of 3 devices involved in this event.